Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that while priming the hls set, a "pump disposable error" occurred. The hls set was moved to 3 cardiohelp units and displayed the same error. Ssu confirmed on 2026-04-01 that there was no issue with the cardiohelp devices, and no visible damage was noticed on the hls set. The set was not used for treatment. No patient was involved. No harm to any person has been reported. As the ¿pump disposable error" could lead to a pump stop during treatment therefore a report is required. Complaint ID: (B)(4).